Manufacturer narrative:
(B)(4). The flow sensor assembly was replaced and the device passed all testing.

Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer reviewed the event logs and confirmed the event in the logs. The flow sensor printed circuit board was found loose inside the flow sensor housing and it will be replaced. The repair of the ventilator is yet to be completed.

Event description:
It was reported that during patient use a ventilator had an intermittent sys error high token:1a alarm. The device alarmed appropriately and continued ventilating/cycling. The patient was removed from the ventilator. There was no patient harm/injury reported as a result of this event.